Event description:
Customer's son called on 01/06/2009 to report that in 2008, his mother experienced slurred speech, forgetfulness, lost consciousness and had a seizure because the new meter she was sent malfunctioned. Paramedics were called and they treated customer with a "glucose quick fix injection" and gave her a peanut butter and jelly sandwich to eat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: multiple attempts have been made without success, to gather additional information regarding the reported malfunction, and applicable serial number of the meter involved.